Manufacturer narrative:
Updated: b3. Corrected: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three days following the valve implant procedure, severe paravalvular leak (pvl) was detected via a transthoracic echocardiogram. The echocardiogram reported difficult to demonstrate leaflet mobility. Normal transvalvular velocities with an at rio-ventricular (av) vmax at 2.1 m/s and an av pg 18mmhg were noted. No transvalvular regurgitation was reported. Severe posterior pvl has been seen in apical views with a similar appearance in regard to the degree of severity as that of a previous scan. A balloon valvuloplasty to minimize the pvl was discussed. A redo computed tomography (CT) analysis was requested.

Event description:
It was reported that approximately seven months following the valve implant procedure, severe paravalvular leak (pvl) was detected via a transthoracic echocardiogram. The echocardiogram reported difficult to demonstrate leaflet mobility. Normal transvalvular velocities with an atrio-ventricular (av) vmax at 2.1 m/s and an av pg 18mmhg were noted. No transvalvular regurgitation was reported. Severe posterior pvl was been seen in apical views with a similar appearance in regards to the degree of severity as that of a previous scan. A balloon valvuloplasty to minimize the pvl was discussed. A redo computed tomography (CT) analysis was requested.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: post implant computed tomography (CT) imaging provided from (B)(6) 2025. Native valve appears to be bicuspid with fusion of right coronary cusp (rcc) and lcc¿¿. Implant depth is good on ncc side at approximately 2.5 mm and deeper on rcc and lcc side at approximately 5.3 mm and 5.2 mm respectively. Evolut appears under expanded. Rcc/lcc raphe calcification noted. Calcium seen under ncc, extending into left ventricular outflow tract (lvot). Aortic root angulation is 39°. Report review: case report provided from 5/30/2025. Imaging analyst measured an implant depth of 8 mm on the lcc side and 7.3 mm on the rcc side. Evolut appears under expanded in cross sectional views provided. Aortic root angulation obtained = 38°. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three days following the valve implant procedure, severe paravalvular leak (pvl) was detected via a transthoracic echocardiogram. The echocardiogram reported difficult to demonstrate leaflet mobility. Normal transvalvular velocities with an at rio-ventricular (av) vmax at 2.1 m/s and an av pg 18mmhg were noted. No transvalvular regurgitation was reported. Severe posterior pvl was seen in apical views with a similar appearance in regard to the degree of severity as that of a previous scan. A balloon valvuloplasty to minimize the pvl was discussed. A redo computed tomography (CT) analysis was requested. Additional information was received that mild-moderate aortic stenosis was observed with the valve frame appearing oval and under-expanded. The valve did not appear approximated against tissue at the level of the native annulus. Approximately seven months following the valve implant, a balloon dilation was performed using a 24 mm valvuloplasty balloon and the pvl rate was decreased significantly to trace/mild.

Manufacturer narrative:
Updated: b2, b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.